Manufacturer narrative:
An event regarding instability involving trident liner and ceramic head was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. There is no alleged failure against the shell, further to this the shell was not revised. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that a failed tha due to instability. Liner and head changed to mdm system.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remained implanted

Event description:
It was reported that a failed tha due to instability. Liner and head changed to mdm system.